Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-dec-2018 with the following findings: during investigation, due to rebooting all required test steps could not be completed. There was moisture entered through battery compartment crack above grip pad. The pump booted to the verified screen and went into a continuous reboot and power loss due to moisture corrosion in the battery compartment.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 500 mg/dl with symptoms of extreme drowsiness and nausea. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump had lost power. Upon inspection of the pump, moisture corrosion was found in the battery compartment. This complaint is being reported due to the allegation that the pump losing power unexpectedly caused the blood glucose excursion.